Event description:
It was reported the pt stated her scs ipg has dropped down into her original scs ipg pocket site. It was also reported the pt stated her scs ipg pocket site is red and sore. The physician drained the pocket site and the pt received antibiotics. F/u confirmed there is no infection at the pocket site.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.